Event description:
Related manufacturer reference number: 2017865-2022-42891. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and intermittent on both the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replace both the rv lead and ra lead. The patient was in stable condition.